Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit is making weird noises. There was no patient involvement.

Manufacturer narrative:
Additional point of contact: name: (B)(6). Getinge field service engineer evaluated the unit and found making weird noises issues did not duplicate. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.